Event description:
It was reported, head of vascular access reported that he installed the power PICC line in the morning hours and when it was enabled in the afternoon, it was leaking at the base of the device. Catheter secured with statlock. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a 4 fr dual-lumen powerpicc sv catheter was returned for evaluation. An initial visual observation of the video showed the catheter inserted in a patient. A spraying leak was observed emanating from the catheter near the connection point of the catheter tubing and the molded joint. However, due to the quality of the returned video, details of the damage at the precise location of the leak could not be discerned. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.